Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 516 mg/dl. Cause was not known. A correction bolus and a manual correction injection was delivered to address bg and resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.